Event description:
It was reported that this pacemaker system was found in a valid radio frequency (rf) overuse condition. Upon further review, it was determined that this pacemaker system was in an rf overuse condition due to frequent non-sustained ventricular tachycardia (nsvt) episodes and ventricular tachycardia (vt) episodes where (v>a) is noted. These daily episodes were due to crosstalk oversensing, which increases device power consumption and can impact device longevity. Technical services (ts) reviewed troubleshooting options and programming considerations. To minimize rf overuse impact on device longevity, ts recommended turning off nsvt and vt alerts until the crosstalk oversensing is resolved. This pacemaker system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.